Event description:
It was reported by the patient that approximately nine weeks after implant their implantable pulse generator (ipg) and leads were explanted due to an infection. Patient also stated the incision was oozing and one of the leads perforated their heart and caused pericarditis. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, (B)(6) 2014. (B)(4).